Manufacturer narrative:
This MDR was submitted outside the required reporting timeframe due to delayed review of the complaint, which was part of a backlog not previously assessed by the formally designated complaint handling unit. Upon review, the event was determined to be reportable and submitted promptly. Corrective actions have been implemented to ensure timely complaint review and MDR assessment.

Event description:
It was reported that the user experienced a low blood glucose while using the ilet; the pump displayed a glucose value of 108 mg/dl while a fingerstick measured 49 mg/dl, and the user reported insulin on board and expressed concern that the system did not distinguish between food and prednisone. Symptoms included hypoglycemia. Outcomes included unexpected medical intervention with oral glucose. Troubleshooting and education were completed, and there were no alerts or alarms reported. Investigation of this case revealed an inaccurate sensor reading was implicated by history, with cause of the hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.